Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail reporting a brush head became very loose and was discarded. The replacement brush head fell apart in his/her mouth, and the consumer spat out the metal pin. No injury was reported.